Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastrectomy, a black rubber that appeared to be a part of the valve fell into the patient. It was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/23/2022. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the b12lt device was received with the duckbill damaged and torn; the torn piece of the duckbill was returned inside a plastic bag. The device was disassembled in order to evaluate the condition of the duckbill and the damage was confirmed; in addition, the separate piece of the duckbill was observed to have a mark which suggest that a pointy instrument was inserted through the trocar with excessive force. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal."